Event description:
It was reported the up button on the insulin pump was sticking. No cracks were noted on the device and the drive support cap was normal. Customer's blood glucose was 8.2mmol/l. The device was not exposed to moisture. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit had intermittent button response due to moisture damage keypad trace. The unit had minor scratched lcd window, cracked case near display window corners, battery tube threads, belt clip slot, reservoir tube lip, and reservoir tube. The numbers do not ramp up on its own or scroll bar moving with no input.